Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to tibia loosening.